Event description:
Customer reported running sar-cov-2 tma samples on panther instrument sn (B)(4), and test results were different than when they were run on an abbott m2000.

Manufacturer narrative:
Hologic field application specialist (fas) reviewed logs and confirmed the error was due to incorrect preanalytical steps. Fas provided this finding to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.